Event description:
On 5th march 2026, it was reported by an arthrex employee via email that for an ar-2324pslc, suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented, the anchor could not be set successfully. This was detected during a rotator cuff repair surgery on (B)(6) 2026. The procedure was completed successfully as another new ar-2324pslc was used. Ar-1927pb and ar-2324ptb were used to prepare the bone socket. The bone quality of patient was soft and no fragments were found. 13 march 2026 - the complaint initiator replied that the anchor could not be fully implanted, so the surgeon needed to replace a new anchor to complete the procedure. He confirmed that the anchor was deployed successfully, but implant did not seat.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.